Manufacturer narrative:
Follow-up # 1 ((B)(4) 2014). Device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2014 and (B)(4) 2014 with the following findings: the test strips were tested and found to have failed for control solution low. The meter met specification and was found to function properly; the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of 76, 360 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescans criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.